Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a poor communication screen on the patient programmer. The patient was unable to communicate with the implantable neurostimulator recharger. The last time that the patient felt stimulation was a year prior to the report when she shut it off. The last successful charge session was (B)(6) of 2016 and the patient hadn't charged due to deaths in her family. The patient could not charge the implantable neurostimulator. The stimulation was not doing any good. There was pain at the implantable neurostimulator site that felt like it was moving. Every now and then it burns and hurts, even when turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.